Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition with a scratched screen. Customer's complaint of error code 1872 was verified. The event log did show the error on (B)(6) 2018. The motor will be replaced as a precaution and the optical switch was replaced to resolve the issue. Use testing was performed. The problem source is the optical switch.

Event description:
Information was received that the cadd legacy pump has error 1872 wile running. No reported adverse effects.